Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an implantable neurostimulator. It was reported that the therapy has turned itself off on its' own twice since the time of implant. Patient stated a manufacturer representative (rep) had run some diagnostics and showed that the therapy had turned off because the implant battery had depleted. Patient said they had been told the implant battery should last 3.5 days and they charge no less than every other day, usually every day, so why had it depleted so fast. Patient was at their healthcare provider (hcp) office today and they reached out to the rep who advised patient to call patient services. Patient stated the stimulation turned itself off once more and when they connected through the recharger application to turn the therapy back on their implant battery showed 100%. Agent reviewed implant battery depletion rates are based on therapy settings and usage and advised patient to have the rep check diagnostics of this second occurrence and, if it was determined this did not occur due to implant battery depleting, agent advised to have rep to call back. Patient commented implantable neurostimulator (ins) is usually at 60% when they go to charge. Patient also commented that the second time the therapy turned off they were feeling some pain in certain areas similar to the first time it had occurred. Agent redirected the patient to their rep and hcp to further address.